Event description:
Per the clinic, the patient experienced a loss of osseointegration in (B)(6) 2012 (exact date not reported), resulting in fixture loss. There are plans to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient experienced a loss of osseointegration on (B)(6) 2012. The patient underwent a procedure to have a sleeper device placed in (B)(6) 2013 (exact date not reported). Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4) 2013.